Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a biopsy cervix procedure, the nurse burned while touching patient¿s face. There was visible burn to the nurse's finger.